Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for rf-ii rheumatoid factors ii (rf-ii) on a cobas integra 400 plus. No erroneous results were reported outside of the laboratory. The initial rf-ii result was 66.4 iu/ml. The sample was repeated and the result was 13.8 iu/ml. The sample was repeated with 1:5 dilution and the result was 43.9 iu/ml. The higher results were believed to be correct. There was no allegation that an adverse event occurred. The rf-ii reagent lot number was 20177001 with an expiration date of (B)(6) 2018. The field application specialist (fas) visited the customer site and found multiple issues. The customer last performed calibration on (B)(6) 2016. The saline solution on-board expired in (B)(6) 2017. The reagent lot number installed in the instrument was expired and the customer is not performing recommended maintenance. The fas loaded a new reagent lot and loaded a non-expired saline solution. Calibration and qc were performed with acceptable results. A precision check was also performed.

Manufacturer narrative:
Calibration and qc were acceptable. The customer's centrifugation time of 20 minutes with a g-force of 4000 g seems to be quite long. Various alarms were observed on the alarm trace data provided by the customer. The investigation was unable to find a definitive root cause.